Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2018, the reporter contacted animas alleging that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the pump history showed a temp basal program started on (B)(6) 2018 at 18:25 followed by an unexplained reboot at 18:40. The pump was powered back on (B)(6) 2018 at 11:50 but insulin deliveries never resumed. The pump history showed temp basal programs run on (B)(6) 2018, (B)(6) 2018, (B)(6) 2017 & (B)(6) 2017. During investigation, the pump was exercised for 24 hours with a 2.0u/hr basal rate; at end of testing the basal history correctly showed 2.0u and the total daily dose (tdd) record showed 48.0u. The tdd¿s added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No warnings, alarms or delivery interruptions occurred during the testing. The allegation of a history settings issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.